Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician found worn and damaged bearings due to normal wear, device was very loud, and only reached 53,000 rpm.

Event description:
Device was returned for an unknown reason. During service, technician found that device was very loud, the bearing was worn and the device had low power.